Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. The flexvision pc has been returned for analysis and investigation confirmed a failure of hard disk drive (hdd) bay in the flexvision pc. Philips has initiated a medical device correction /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented at the customer and the system was returned to use in good working order after replacement of flexvision pc. The codes were updated based on the investigation outcome.